Event description:
Healthcare professional reported that a patient was injected in the ck4 with 1 vial of juvéderm® voluma¿ with lidocaine, "patient presented repeated infiltrations with voluma¿ and volux¿. After the infiltrations, the patient developed recurrent localized inflammatory episodes in the left malar region. Also, a tumor on the left side cheek, pain, and erythema". The episodes have responded partially to corticosteroid dacortin, claritromicina, cyprofloxacin therapy, bilasten 20mg, dymista, omalizumab, prednisone. At present, the patient has developed a new inflammatory episode. The event is ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.